Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio iq meter was not holding charge. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged power issue. The patient denied developing any symptoms. The patient reported visiting their doctor where they were given ¿glycoside tablets¿ to take along with their usual dose of metformin. The patient reported testing on an unknown device and obtained blood glucose results of ¿15.0, 4.6 and 7.0mmol/l¿ in the two weeks prior to contacting lifescan. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not receive any medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2015). The patient¿s meter has been returned on 1/30/2015 and evaluated by lifescan product analysis on 2/7/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.